Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found to be kinked in during use after removing it from the patient's skin. The following information was provided by the initial reporter, translated from (B)(6) to english: "nurse found that the needle was blunt during puncturing, it couldn't stab into the skin. It was easy to break while puncturing harder. After pulling out the needle, the nurse found the needle was bent, and the catheter was curly."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 9141687. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. A sample could not be obtained for evaluation and testing. 5 retained samples were tested for needle tip puncture force, catheter lubrication force, and catheter puncture force test. The retained samples passed all testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found to be kinked in during use after removing it from the patient's skin. The following information was provided by the initial reporter, translated from chinese to english: "nurse found that the needle was blunt during puncturing, it couldn't stab into the skin. It was easy to break while puncturing harder. After pulling out the needle, the nurse found the needle was bent, and the catheter was curly."